Event description:
As usual I applied sensor to the back of my arm and waited the hour for the sensor to be functional. When I checked it messaged wait another 10 minutes. The next time it messaged sensor needed to be replaced. It never worked. I applied another sensor as in the past and this time the metal post stayed from the center of the device was elevated and catching on my clothing, very uncomfortable. Two sensors not useable. FDA safety report ID# (B)(4).